Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were identified. They next functionally tested the catheter and found they were able to insert a known good guidewire with no issue and manipulate the guidewire inside the catheter. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. Ultimately the cause of the stuck guidewire could not be determined.

Event description:
It was reported that during a pulse field ablation (pfa) procedure ablation procedure using a farawave nav pfa catheter the guidewire became difficult to move within the catheter. It was difficult to both advance the catheter and attempting to withdraw it. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure ablation procedure using a farawave nav pfa catheter the guidewire became difficult to move within the catheter. It was difficult to both advance the catheter and attempting to withdraw it. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.